Event description:
After confirming the graft being appropriately positioned, an attempt was made to deploy the graft. The limb portion did not deploy. The delivery catheter could initially not be removed until the surgeon passed a 12 x 2 cm balloon through and inflated within the main body of the prosthesis. He then pulled on the delivery device firmly and it was removed. It was found that flow to the limb of the graft was compromised. A 23 x 2 cm balloon was then passed as to expand the limb of the graft where it appeared to be stenosed. The balloon did not relieve this narrowing. In fact, the balloon ruptured and then could not be removed until the surgeon applied firm traction on the balloon and removed it. When inspected, the distal portion of the balloon remained on the wire. Because flow to the extremity was compromised, the surgeon decided to perform an open procedure, a left to right femoral-femoral bypass graft.